Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown head, lot #: unknown. Item number: unknown, item name: unknown liner, lot #: unknown. Item number: unknown, item name: unknown cup, lot #: unknown. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right hip revision approximately one month post implantation due to periprosthetic fracture. Stem, liner and head components were removed and replaced. Attempts have been made and no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products : 010000996, g7 screw 6.5mm x 15mm, lot 3716839, 650-1163, delta cer fem hd 32/-3mm t1, lot 2994760, 110003621, biolox delta cer lnr 32mm, lot 3650144. Reported event was confirmed by review of operative notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information.